Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. A titan touch pump and two cylinders were received for evaluation. The inlet tube with connector was detached for testing purposes. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. Microscopic examination of all tubing detachment ends revealed them to have uniform striation, indicating contact with sharp instrumentation. The information received indicated broken tubing, but no functional abnormalities were noted with the returned components. Microscopic examination of all tubing detachment ends revealed them to have uniform striation, indicating contact with sharp instrumentation most likely for sterilization purposes post explant. As no abnormalities were noted with the returned device, quality cannot confirm the complaint as reported.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump collapsed and does not transfer fluid. There was a visual tubing break observed during explantation.